Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding could not conclusively be established through this evaluation. No specific device issues were associated with the reported event. The information available to the manufacturer indicates that the patient expired due to bleeding post dental extractions. The lvad system was reported to be functioning as intended at the time of the event. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The IFU also provides information on anticoagulation, including recommended inr values. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years 10 months 26 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2014. It was reported that the patient was expired due to bleeding post dental extractions. The device was working as expected and will not be returned for evaluation.